Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported stent break/fracture cannot be determined. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, hypotension and arterial perforation are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpeditions (2.50 x 38 and 3.50 x 33) are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery (rca) that was heavily calcified and a chronic total occlusion. Three xience xpedition stents (2.5 x 38 mm, 3.0 x 38 mm, 3.5 x 33 mm) were successfully implanted in the rca. Two hours post-procedure, the patient's blood pressure dropped to 80/50 and the heart rate increased to 120 beats per minute. Echocardiography was performed and noted medium pericardial effusion and the right ventricular wall showed a hematoma with the right ventricular cavity compressed. Pericardiocentesis was performed and the blood pressure was still a little elevated, however, after cardiac tamponade, pericardial effusion did not decrease. Coronary angiography was performed which noted bleeding in the proximal, mid and distal rca. It was reported that the 3.0 x 38 mm xience xpedition perforated the vessel but it is unknown if the 2.5 x 38 and 3.5 x 33 mm xience xpedition stents perforated the vessel also. Two non-abbott balloons were used for hemostasis and two non-abbott stent grafts were used to treat the bleeding. Coronary angiography still noted that rca was bleeding so surgery was provided. Per physician, the 3.0 x 38 mm xience xpedition stent struts were separated and exposed to the extravascular. Surgery was performed to embed them into anatomy by suture. The patient still has not recovered and remains in the hospital.